Event description:
Vague report of a pump being setup to infuse 100 mls of unknown solution. At the end of delivery, 60 mls remained in the solution container. No additional clinical information was able to be obtained. No pt injury was reported.